Event description:
It was reported that there were no alleged product issues. The actions required as a result of the event included hospitalization. Diagnostic testing or troubleshooting included checking logs. Interrogation of the patient¿s pump indicated the pump had a reservoir volume of 5 ml and that the low reservoir volume was set at 3 ml and would be going off on (B)(6) 2014. It was reported that the patient missed their prior 2 appointments with their managing health care provider (hcp). The patient reportedly called their managing hcp and scheduled an appointment for the following monday for a pump refill. It was later reported that an alarm was heard but telemetry had not yet been performed. The pump started alarming the morning of report, (B)(6) 2014. The patient believed it was a non-critical alarm due to low reservoir. The patient went to the emergency room (ER) over the weekend and tried to get the pump refilled but the ER could not fill it. The patient had an appointment for (B)(6) 2014 with a new managing hcp as the patient had recently relocated. The pump was used to infuse lioresal and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).